Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of 11/2/2015. Results: actual samples or photos not returned. Reserved/retention samples were tested and evaluated for stopper pull out from lot# 5120623. All retention samples operated within specifications, no defects were identified to duplicate or confirm customers' indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5120623. Conclusion: unconfirmed complaint. Without actual sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode from retained samples.

Event description:
It was reported that the lt. Blue bd hemogard¿ had been popping off from 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma citrate tubes. No serious injury, blood to mucous membrane exposure or medical intervention was reported.